Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified a two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5161170 on 08nov24. The report was found to be written against an unknown, airseal cannula- trocar. The date of the procedure was (B)(6) 2024. The report states ¿prior to docking for a da vinci assisted high anterior resection left colectomy procedure, the patient experienced bleeding after the insertion of the initial port and required an emergency transfer to another hospital. Visi-port entry into the abdomen was performed using the robotic endoscope that was inserted into a third-party trocar. Bleeding was observed and the procedure was converted to open to repair the aorta. To resolve the bleeding and repair the injury, the procedure was aborted, and the patient required an emergency transfer to another hospital. The estimated blood loss was reported as significant, and the patient required an unspecified number of blood product transfusions. It is unknown if the patient experienced any post-operative complications but has since been discharged from the intensive care unit and is stable. There is concern of long-term complications due to the ischemic injury causing potential damage to peripheral limbs and organs.¿ there was no report of or extended hospitalization for the patient or user. Furthermore, the reporter information is not known, and assessment cannot be completed. This report is being raised on the reported injury due to the patient having hemorrhage/bleeding.

Event description:
This complaint was created by the finding of maude report number mw5161170 on 08nov24. The report was found to be written against an unknown, airseal cannula- trocar. The date of the procedure was (B)(6) 2024. The report states ¿prior to docking for a da vinci assisted high anterior resection left colectomy procedure, the patient experienced bleeding after the insertion of the initial port and required an emergency transfer to another hospital. Visi-port entry into the abdomen was performed using the robotic endoscope that was inserted into a third-party trocar. Bleeding was observed and the procedure was converted to open to repair the aorta. To resolve the bleeding and repair the injury, the procedure was aborted, and the patient required an emergency transfer to another hospital. The estimated blood loss was reported as significant, and the patient required an unspecified number of blood product transfusions. It is unknown if the patient experienced any post-operative complications but has since been discharged from the intensive care unit and is stable. There is concern of long-term complications due to the ischemic injury causing potential damage to peripheral limbs and organs.¿ there was no report of or extended hospitalization for the patient or user. Furthermore, the reporter information is not known, and assessment cannot be completed. This report is being raised on the reported injury due to the patient having hemorrhage/bleeding.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.